Event description:
A hospital in (B)(6) reported that the water feedset tube of an mr290 autofeed humidification chamber leaked at the connection of the tube and the bag spike after two days of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was received at our (B)(4) facility for evaluation. The chamber and water feedset were both visually inspected and performance tested. Results: no physical damage was observed to the returned chamber or the water feedset tube. Sufficient glue was found at the spike and feedset tube connection and the bond was secure. When tested under normal conditions, no leak was found at the feedset tube/spike connection. The chamber was then tested by putting the feedset tube under tension and a drop of water began to build at the connection between the feedset tube and water bag spike. Conclusion: our investigation confirmed that both the chamber and the water feedset were functioning correctly with no leak under normal operating conditions. However, it appears that the customer had subjected the tubing to tension, possibly by raising the water bag too high and this had caused the feedeset tubing to leak at the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).